Event description:
It was reported per field service report: symptom: while on patient, the power dropped shortly after 20 minute alarm, while on dc power.

Manufacturer narrative:
Findings/action taken: battery tested and ran 30 minutes, then 20 minute alarm. Stopped in 5 minutes, no other alarm. Biomed technician replaced battery and returned to service. Follow-up report will be filed if additional info becomes available.